Manufacturer narrative:
(B)(4). D10: us157850 m2a-magnum pf cup 50odx44id 450940. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty completed. Subsequently, the patient experienced pain with failure of conservative management and was revised. Scar tissue was removed and metallotic tissue was noted intraoperatively. The head was exchanged and a dual-mobility liner was placed without complications. No further details are currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Suggested component code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred due to pain. During the revision, scar tissue and metallotic appearing tissue was identified. The head was exchanged, and a dual-mobility liner was placed without complications. A definitive root cause cannot be determined. The complaint is confirmed based on the medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.